Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced cerebrospinal fluid leakage during a lead replacement procedure (reference MFR report #: 1627487-2012-01881 and 01882). The pt was hospitalized and the leak was repaired. Coverage was regained post-op.